Event description:
The customer received blood glucose readings of 225 and 203mg/dl on the contour meter, re-tested on a different meter and the reading was 110mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strip information was not provided and they are not expected to be returned for evaluation. New strips and meter were sent to the customer.